Manufacturer narrative:
Initial and final MDR 1966137 - MDR 3003442380-2024-24745 - device 5 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 27-jul-2024 that the patient encountered bent cannulas which led to high blood glucose level of 400mg/dl and got admitted to the intensive care unit (ICU). The infusion set bent cannulas was noticed within 3 hours of insertion. The duration of infusion set used was for 27 hours. The insertion site was at abdomen and left small of back. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. Patient went into ketoacidosis. Health care professional (hcp) identified ketone level as dangerous/life threatening. Patient received two types of insulin as corrective treatment IV and fluids of saline and insulin, cortisone which resolves the issue of blood glucose level. The customer was released from the hospital on (B)(6) 2024. No further information available.